Event description:
Physician's office notified surgery dept of defective obturator. Pt to be seen by physician on 2/8/96 for insertion of tracheostomy tube. Physician's office stated obturator may be cracked. This involved a 79-yr-old with long standing tracheostomy tube for sleep apnea. Recently developed tracheal malacia with stoma collapse. Tracheostomy tube changed on 1/4/96.